Event description:
A malfunction alarm occurred with the customer's pump, specifically alarm 20. The customer's blood glucose level did not exceed 500 mg/dl, which indicates it remained within the normal range. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. As a corrective measure, technical support arranged to replace the pump, and the customer will use multiple daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted.